Event description:
It was reported that stent (atlas) was used to assist the coil embolization under parallel technique (acoma unruptured aneurysm sized 5.6x2.9mm). The operator deployed the stent first at anterior cerebral artery (aca) in same side and then inserted the subject coil through the pre-located embolization microcatheter for framing. During inserting. The tip of microcatheter migrated out of aneurysm lumen, so the operator tried to adjust it to deliver it back. However, during this procedure, the subject coil got stretched and fractured. The operator tried to handle this fractured subject coil, and this caused the deployed stent migrated and part of the stent proximal part migrated into lumen of aneurysm. The operator tried to deliver a guidewire to reach distal of the stent but failed, therefore, tirofiban was administered and thrombolysis was tried for the acute occlusion at anterior cerebral artery (aca) on the same side. While performing digital subtraction angiography (dsa) again, the aneurysm was found ruptured and led to the intracranial hemorrhage. It was hard to determine if the aneurysm/vessel was ruptured by the stent. The operator finished the procedure, and the patient was transferred to another hospital for further treatment. While transferring, the patient's pupils had been dilated and sever vasospasm was reported. The patient¿s family made the decision to take the patient home without further treatment and the patient died at home. The relationship between the subject coil device and adverse event death of the patient is unknown at this time. No other information was provided.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Per the event description, the microcatheter moved during delivery of the target coil and during adjustment the coil stretched and fractured. However as the device has not been returned, this cannot be confirmed. There were no anomalies noted to the device prior to use and it appears to have been prepared per the dfu. While there are a number of potential causes for the reported issues, because a review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that stent (atlas) was used to assist the coil embolization under parallel technique (acoma unruptured aneurysm sized 5.6*2.9mm). The operator deployed the stent first at anterior cerebral artery (aca) in same side and then inserted the subject coil through the pre-located embolization microcatheter for framing. During inserting. The tip of microcatheter migrated out of aneurysm lumen, so the operator tried to adjust it to deliver it back. However, during this procedure, the subject coil got stretched and fractured. The operator tried to handle this fractured subject coil, and this caused the deployed stent migrated and part of the stent proximal part migrated into lumen of aneurysm. The operator tried to deliver a guidewire to reach distal of the stent but failed, therefore, tirofiban was administered and thrombolysis was tried for the acute occlusion at anterior cerebral artery (aca) on the same side. While performing digital subtraction angiography (dsa) again, the aneurysm was found ruptured and led to the intracranial hemorrhage. It was hard to determine if the aneurysm/vessel was ruptured by the stent. The operator finished the procedure, and the patient was transferred to another hospital for further treatment. While transferring, the patient's pupils had been dilated and sever vasospasm was reported. The patient¿s family made the decision to take the patient home without further treatment and the patient died at home. The relationship between the subject coil device and adverse event death of the patient is unknown at this time. No other information was provided. Updated: during inserting the tip of microcatheter migrated out of aneurysm lumen, so the operator tried to adjust it to deliver it back. However during this procedure the subject coil got stretched. The operator tried to use guidewire to catch part of the subject coil out and when doing dsa again, acute thrombosis was found at aca. Continued to use microcatheter to do thrombolytic but it was ineffective and hemorrhage was found with the aneurysm. Since the surgery lasted long and risk became higher, the operator decided to finish the procedure. The relationship between subject device and adverse events is unknown at this time. No other information was provided.

Manufacturer narrative:
A2 age at time of event: updated from 71 to 61. B1 adverse event/product problem- corrected- no 'product problem.' B2 outcomes attributed to ae: corrected - no 'death', and no' hospitalization-initial or prolonged.' B5 executive summary: updated. D4 gtin: corrected to (B)(4). G4 PMA/510(k) ¿ corrected to k120850. F10/h6 device code grid - corrected from 'fracture' to 'adverse event without identified device or use problem.' F10/h6 clinical signs code grid- corrected - no 'foreign body in patient' added : thrombosis/ thrombus, intracranial hemorrhage. F10/h6 health impact code grid: corrected - no 'medication required' - no 'dearth.' Added: 'unexpected medical intervention.' Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire device is not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Per the event description, the microcatheter moved during delivery of the subject coil and during adjustment the subject coil was stretched. However, as the subject coil device has not been returned, this cannot be confirmed. There were no anomalies noted to the subject coil device prior to use and it appears to have been prepared per the dfu. While there are a number of potential causes for the reported issues, because a review of available information failed to identify a definitive cause and the subject coil device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.